Manufacturer narrative:
The unit was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The unit was received with a cracked case at the display window corners, reservoir tube, and reservoir tube window. There were also minor scratches to the lcd window. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose levels and that her the drive support cap on her insulin pump is damaged. Her blood glucose at the time of incident was 570 mg/dl. The customer stated that her energy level dropped, that there was high pressure in her chest, and that she started vomiting when she arrived to the ER. Troubleshooting was initiated for the cosmetic damge to her insulin pump; the customer found that the drive support cap is flushed. The customer was advised to follow their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.